Event description:
It was reported that the customer passed away due to congestive heart failure and diabetes complications. The customer's last blood glucose reading was unknown. The caller stated that the customer had not been wearing the insulin pump for a week prior to his passing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.